Event description:
It was reported that a minimum fill notification occurred with two different cartridges. There was no reported adverse impact to the customer's blood glucose level. The customer was able to fill and load a third cartridge successfully after cleaning the cartridge track area and removing the pump from its case.